Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages, asystole events) has been confirmed. Upon investigation intermittently failed functional testing. The cause for the failure was isolated to pins 2, 3, and 6 of u1 in ECG c and d out of tolerance. The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and false asystole events.